Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after starting a replacement ilet, with blood glucose levels as high as 360 and remaining above target for approximately 12 hours; the caller was informed that the new ilet would need time to relearn insulin needs and no device alerts or alarms were reported. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and that hyperglycemia occurred during initial adaptation of the replacement system. It was concluded that the cause of hyperglycemia was unclear, and the device functioned as designed during relearning.